Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months after the implant of a cardiac resynchronization therapy defibrillator (crt-d), the patient's incision never healed completely and the device eroded from the pocket. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: he device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.